Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose level was in the 200's-300's (mg/dl) and it was addressed with a bolus via the pump as well as a manual injection. Reportedly, the customer was able to prime the air out.